Manufacturer narrative:
H3: the catheter (model #: 8598a) was returned, and analysis observed a kink in the catheter body. H3: the catheter (model #: 8596sc) was returned, and analysis found no significant anomaly (catheter incomplete/returned in segments). H6: all previously reported result, conclusion, and method codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 26-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving fentanyl (2000mcg at 274.84467mcg/day) and bupivacaine (20mg at 2.74845mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient reported inadequate pain relief with boluses. A catheter dye study (cds) was performed and failed as the catheter could not be aspirated. The device diagnosis was catheter occlusion. A revision was scheduled for (B)(6) 2020. The event was ongoing. The etiology indicated that the event was related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8598a lot# serial# (B)(6), implanted: explanted: product type catheter product ID 8596sc lot# serial#(B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type catheter h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An additional catheter serial number was provided by a manufacturer representative.

Manufacturer narrative:
Continuation of d11: product ID 8596sc, lot# serial# (B)(6), implanted: (B)(6) 2019 explanted:(B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via company rep and from an hcp via a clinical study. It was reported the patient had increased pain and a catheter dye study was performed and failed on (B)(6) 2020. On (B)(6) 2020 surgery was performed to troubleshoot the catheter. At the midline it was dissected and the spinal segments appeared to have some possible kink and deformity to the catheter. The spinal catheter was removed and a new spinal segment was placed. The event was considered resolved without sequelae on (B)(6) 2020.